Manufacturer narrative:
The device was returned to olympus for inspection. The reported error b40 was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the image jittering vertically and horizontally was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The video system center was returned to the service center with a report of error b40. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, image jittered vertically and horizontally was found. There was no patient involvement.